Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 580 mg/dl at the time of incident and the current blood glucose level was 94 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was treated with insulin pump for high blood glucose level. The insulin pump will not be returned for analysis.